Event description:
It was reported that a lead safety switch (lss) from bipolar to unipolar occurred due to the non-boston scientific right ventricular (rv) lead exhibiting a high, out-of-range pace impedance measurement of 2669 ohms. Boston scientific technical services (ts) was contacted, and ts confirmed the high impedance measurements and also noted some myopotential oversensing as a result of the switch to a unipolar sensing vector. Ts recommended bringing the patient in to check the lead. The device and leads remain in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).